Event description:
Received call in technical services on (B)(6) 2011. Pt has muscle stim in 5 of 6 configurations. The only one that works is ring to rv. Output is 2.8 at .5 and the stim threshold is >3.0 at 1.0. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).